Event description:
The customer performed control tests and received a result of 218 mg/dl. The normal control range was 109-151 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.